Manufacturer narrative:
Follow-up #1: date of submission 03/20/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found record of a voltage drop and power on reset events. Visual inspection found evidence of moisture intrusion in the battery compartment. The pump powered up with the returned battery cap. Auditory and vibratory features were operational. No tactile issues were found with the buttons. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. A leak test showed a leak at the battery compartment. Removal of pump casing did not find additional evidence of moisture intrusion or loose component inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Reportedly, the battery life was less than expected. It was reported that moisture was observed in the battery compartment. No information regarding the integrity of the compartment was provided. No damage to the battery cap was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.